Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however, return analysis noted a tear in the outer member which is likely what was perceived as the rupture since it leaked during return analysis. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The coronary dilatation catheter (cdc), mini trek rx, global IFU states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if this contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported physical resistance and noted outer member tear appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch reports, additional information was received that resistance was met with the anatomy during advancement of both the mini trek and the xience xpedition to the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition is filed under a separate medwatch report number.

Event description:
It was reported that air was not aspirated prior to inserting the 2.0 x 15 mm mini trek dilatation catheter into the anatomy. During the procedure, resistance was noted while advancing the 2.0 x 15 mm mini trek dilatation catheter to the moderately tortuous, heavily calcified, proximal left anterior descending (lad) coronary artery. The mini trek ruptured at nominal pressure with the first inflation. A 1.5 x 8 mm mini trek and a 2.5 x 15 mm trek were used to prepare the lesion. A 4.0 x 18 mm xience xpedition stent delivery system (sds) was inserted to stent the lesion, but the balloon failed to inflate. A 4.0 x 18 mm xience alpine sds was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.